Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2014. During the procedure, the trial tibial bearing fractured while hardening the cement. The fractured fragment was removed from the patient. The same trial tibial bearing was utilized to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.